Event description:
The following information was provided by the cook area representative based on comments made by the user: the abdominal incision size was reported to be 5 to 6 mm in length. The instructions for use direct the user to make a 1cm (or 10 mm) incision. When pulling the device through the abdominal wall the user reported that the tube is difficult to pull through. The physician does not like the taper section of the tube and believes the tube should be tapered more. The physician needed to increase the length of the incision in response to this resistance. The patient was not harmed. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: the report indicates that the abdominal incision size was reported to be 5 to 6 mm in length. When pulling the device through the abdominal wall the user reported that the tube is difficult to pull through. Difficulty pushing the dilating tip of the feeding tube through the abdominal wall can occur if the incision through the skin is less than 1 cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions for use instruct the user to make a 1 cm incision through the skin and subcutaneous tissue to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the feeding tube is being advanced into position over the wire guide. The likely root cause for this incident if possibly due to the incision size being too small, thus causing the difficulty when pulling the device through the abdominal wall. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated to reduce occurrences related to difficulty pulling the tube through the incision site. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.